Event description:
It was reported to medtronic neurosurgery that the doctor found the product was leaking. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient's current status is normal.

Manufacturer narrative:
The returned edm lumbar drainage kit was patent. However it did not meet the requirements for leak testing due to multiple cracks on all three luer arms of the three way stopcock. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur". There was a large amount of proteinaceous debris observed in the interior and the exterior of the device. Approximately 95 cm of the catheter was returned. The returned catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. It was later confirmed that the stopcock was found to be leaking. (B)(4).